Event description:
(B)(4). It was reported that the yoke handle assembly fell off of monitor 1 after a surgery in operating room (B)(6). The handle assembly fell off while a pt was being prepared to be transported out of the room, but was not directly involved. There were no reported adverse consequences.

Manufacturer narrative:
There was no pt involvement, thus no pt data exists. There is no exp date for this product. The serial number was not available at the time of report. Attempts will be made to obtain this info. Actual device was evaluated in the field on (B)(6) 2010. The device manufacture date was not available at the time of the report. Attempts will be made to obtain this info. Eval summary: after eval by the filed svc technician, it was found that the malfunction was associated with the flat panel yoke handle. According to the field svc technician, the handle fell due to the allen screw which connects the inner handle assembly to the yoke was not properly seated. With this malfunction, there is a potential for the inner handle assembly to fall off during a procedure and into the sterile field. However, this specific malfunction was identified after the procedure and there was no pts directly involved and no event occurred. In this case, the flat panel yoke handle was replaced by the field svc technician. These types of non-conformances are part of an ongoing investigation, and will continue to be monitored and analyzed. This is not a single use device.